Manufacturer narrative:
D2a: common device name: slides, microscope d2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: kew a device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd surepath¿ precoat slides, an unknown number of slides are suspected to be contaminated with fungus. There were no health impact or consequences reported.

Event description:
It was reported while testing with bd surepath¿ precoat slides, an unknown number of slides are suspected to be contaminated with fungus. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 12-dec-2024 h3. Device eval by manufacturer- yes. The customer complaint is for item number 491248 lot number 4282295. Item number 491248 consists of subcomponent item number 700013131 for which this complaint investigation was conducted due to being directly related to slide defects. The customer complaint was for contamination from item number 700013131 lot number 4282295. Material 700013131 is produced at the bd mebane, nc facility on an automated slide coating manufacturing line. A 12-month complaint review for contamination was performed for item number 700013131. There has been one previous complaint identified for the item number but not the lot number for the defect mode of contamination. Bd performs regular trending to determine if a corrective and preventative action (CAPA) is required, and as of this time the threshold for a CAPA has not been reached. Bd will continue to monitor and evaluate trends. A review of the device history record (DHR) for the affected lot numbers of material 700013131 was performed. Production of the affected lot occurred on 15oct2024 at the bd mebane, nc production facility. The review of the manufacturing DHR for the lot number identified that it was complete and accurate with no indication of abnormal activities during manufacturing. A total of (B)(4) slides were inspected throughout the population and passed all acceptance criteria. A functional retain analysis was conducted for 700013131 lot number 4282295, retain sequence number (B)(4). From the retain sample, one slide was prepared and stained with cervical cells, three slides were stained without any cervical cells, and four slides were not stained. A functional analysis of the customer returned slides was conducted for 700013131 lot number 4282295, sequence number (B)(4). From the returned sample, one slide was prepared and stained with cervical cells, three slides were stained without any cervical cells, four slides were not stained, and seven slides that were returned were already prepared by the customer. All slides prepared for analysis were sent to a board-certified cytotechnologist for determination of contamination. The cytotechnologist observed amorphous debris and fibers which frequently occur in clinical settings from air contaminants, dust, clothing fibers, glass remnants etc. Fungal contamination was not observed on the returned or retain sample. All slides passed testing criteria and did not exhibit contamination. The complaint is not confirmed.